Event description:
It has been reported by a dealer that the when the brakes on a (B)(4) wheelchair are too hard to use and lock into place. When the brakes are engaged, the wheelchair will still move.